Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h14b09035. No deviations were found during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 3. It was reported that a patient experienced peritonitis manifested by severe abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally (ip) for severe abdominal pain and cloudy effluent (dose and frequency not reported). On an unreported date, the patient was retrained on the proper aseptic technique. Two days after hospitalization, the patient was discharged. The cause of the peritonitis was unknown. Dianeal and extraneal therapies were ongoing. At the time of this report, that patient was recovering from the event. No additional information is available.